Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: investigation was carried out visually and microscopically. Both kerrison punches are showing a bent-up cutting edge on the upper slider part. The failures found in our investigation are clear signs of an overload situation during the procedure itself. We were not able to detect any hint for a material defect or a production error. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary. Associated medwatch-reports: 9610612-2020-00705 (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk915r - kerrison det130 deg up 4mm 200mmreg. According to the complaint description,there were problems with bending the tip, specifically the sharp cutting surface is bent backwards. Two other devices had failed during a laminectomy. No additional medical intervention was necessary, as replacement devices were immediately available. There was reportedly no patient impact and no delay in any procedure. Specifically the sharp cutting surface is bent backwards there was no patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00705(400488104 + fk914r).